Event description:
It was reported that the external pulse generator's functions were unable to be adjusted, including the rate. The call-taker in technical services instructed the user to measure battery voltage and the result indicated that the battery voltage was low. Once the battery was changed out the generator then operated as designed. Follow-up was conducted to verify patient involvement and it was able to be determined that there was no patient involvement. The generator was not returned and is presumed still in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).